Event description:
Cna's had resident in stand up lift in the bathroom performing pericare following toileting, when mechanical lift suddenly began lowering boom. Staff unable to stop lift motor. Lift removed to outside bathroom to clearing and resident eased to floor by staff. Resident complained of pain in left lower extermity, initially their knee. Noted to have air splint on left lower extremity as necessary for transferring. Left lower leg externally rotated, resident unable to move extremity without severe pain. Upon palpation of left leg, resident then stated the pain seemed to be more toward the left hip. Resident suffered a fracture to left hip.